Manufacturer narrative:
Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/06/2024, it was reported by a sales representative via email that an ar-4551 sutureloc, meniscal root repair kit came in a form that was not correct. This was discovered during a procedure. The item was opened onto the surgical field and touched the patient.